Event description:
Customer reports lancet sticks out after being fired while using the multiclix lancet device. Customer reports he was accidentally stuck by the lancet. No treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.